Manufacturer narrative:
Lot history record review: the reported lot number was reviewed for any abnormalities, which have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for eval and the following was observed: the actual balloon catheter, the distal tip and sheath were returned for eval. The facility also returned 15 sterile samples. The sheath is still on the balloon catheter. The sheath has an orange ring around the proximal end. The distal end of the sheath is rolling back. The sheath appears to be pinched 2cm from the hub. Only 2cm of the balloon is still attached to the catheter. There is 4cm in-between the ro markers. The rest of the balloon was returned. The returned balloon section is still attached to a 0.8cm section of the catheter shaft. A longitudinal burst is present on the balloon. Conclusion: the complaint investigation has been confirmed. During the eval of the returned sample the following was observed: the balloon was returned in two pieces. A 2cm section of the balloon is attached to the catheter. The rest of the balloon and a 0.8cm section of shaft broke away from the catheter. A longitudinal burst is present on the balloon. The exact cause of the complaint is unk. However it appears as if the balloon burst longitudinally and became caught on something during removal until it pulled the balloon and catheter apart. A review of the manufacturing records for the reported lot indicated that all of the device specification and quality requirements were satisfied. The instructions for use states the following to help prevent this type of complaint: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter." "If resistance is felt upon removal, then the balloon, guidewire, and the sheath should be removed together as a unit, particularly if balloon rupture is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction." This catheter is not intended for the expansion or delivery of stents. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
The balloon burst circumferentially and the tip of the catheter came apart.